Manufacturer narrative:
The t:slim x2 g5 pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was inaccurate. Reportedly, the customer had not adjusted the pump to reflect daylight savings time. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer adjusted the time settings.